Manufacturer narrative:
UDI: (B)(4). The valve was returned for evaluation: DHR: conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected; the silicone housing was torn/cut around the siphon guard the complaint is confirmed. The siphon guard was visually inspected marks were noted on the siphon guard. The position of the cam when valve was received was 80mmh2o. Root cause: the root cause for the issue reported by the customer is probably due to a sharp or pointed object coming into contact with the silicone housing. As noted in the IFU silicone has a low tear/cut resistance. The root cause for the marks in the siphon guard are probably due to a sharp or pointed object coming into contact with the siphon guard.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number 3013886523-2020-00260. A facility reported a certas valve was implanted on (B)(6) 2020. On an unknown date, the child started to deteriorate (unknown symptoms) and on (B)(6) 2020 the valve was explanted. The medical staff discovered the valve had fractured at junction between valve and anti-siphon device.